Manufacturer narrative:
Supplemental MDR correction/device evaluation h6 evaluation result codes:170. H6 evaluation conclusion codes: 23. H10investigation conclusion: two photos and a sample of model 2420-0500, lot 20023172 was received for quality evaluation. Visual investigation confirmed that the model 2420-0500, lot number 20023172 was missing roller clamp, part number 12281061, distal to the pumping segment of the tubing. Device history record review for model 2420-0500, lot number 20023172. Was performed. The review showed that a total of (B)(6) units of model 2420-0500, lot number 20023172 were built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. No testing was performed as the misassembly was obvious. The root cause was identified as due to a misassembly of the set during the manufacturing process.

Event description:
It was reported that as lvp 20d dehp 2ss cv was missing the roller clamp. The following information was provided by the initial reporter: material #: 2420-0500 batch #: 20023172. It was reported a missing roller clamp when the package was opened. Customer: the date the nurse opened the package was (B)(6)2020. But as you noted, it was noticed before it ever got to the patient, so there was no patient harm.

Manufacturer narrative:
Investigation summary: evaluation statement. The customer reported that the tubing was missing the white roller clamp. There was no patient involvement or patient harm reported. Received were the following samples - 1) used infusion set model 2420-0500, lot 20023172. Visual inspection of the used infusion set sample observed a missing roller clamp on the infusion set as expected per the set's assembly drawing. No other issues were observed. No testing was performed as the misassembly was obvious. A failure investigation for the missing clamp was initiated. Investigation of the received sample infusion set was compared to the assembly drawing. It was determined that the sample provided by the customer was missing the roller clamp component on the tubing. Device history record review for model 2420-0500, lot number 20023172. Was performed. The review showed that a total of 34,563 units of model 2420-0500, lot number 20023172 were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv was missing the roller clamp. The following information was provided by the initial reporter: material #: 2420-0500; batch #: 20023172. It was reported a missing roller clamp when the package was opened. Customer: the date the nurse opened the package was (B)(6) 2020. But as you noted, it was noticed before it ever got to the patient, so there was no patient harm.